Event description:
The manufacturer was contacted in reference to bipap autosv adv device. There was an allegation of patient passing away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to bipap autosv adv device. There was an allegation of patient passing away. The device was returned to a third-party service center for evaluation. The technician confirmed there was no foam particles in the air path during the device evaluation. The device passed all tests during the evaluation. In this report, box b, d, g, h has been updated/corrected.